Event description:
It was reported that the deep brain stimulation (dbs) patient experienced perifocal lead edema and three epileptic seizures approximately a few days after the lead implantation procedure. Stimulation had been turned on one day post implantation and the patient was receiving benefit from the therapy. The patient was treated with medication and the devices remain implanted. The patients symptoms have improved and there is no further course of action at this time.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-30. Serial:(B)(4), batch: 7077940.